Event description:
Per sales rep: screws were inserted in patient successfully. Two weeks later, the surgeon went in to remove the screws, and they were very loose.

Manufacturer narrative:
The product was not returned for investigation. Therefore, a metallurgical examination, indispensable in such cases, cannot be performed and it is not possible to determine the root cause. Potential root causes for the reported failure are: osteoporosis. Severely comminuted fractures. Metal allergies. Insufficient stable natural or prosthetic occlusion.